Event description:
The account alleges the center arm is broken on the siderail and it would not latch. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.